Event description:
Event description guidant received information that two weeks post implant, this implantable cardioverter defibrillator (ICD) was at a battery status of middle-of-life 1 (mol1). Guidant received additional information that the device was implanted with a mol1 status.